Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a ps beaded #5l; cat# 5516f501; lot# aba. Tritanium bplate triathlon s6; cat# 5536b600; lot# 32e5677. Triathlon mb patella pa a38; cat# 5554l381; lot# ejy7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's total knee was revsed due to infection.

Manufacturer narrative:
The event was confirmed to be a duplicate of (B)(4). Investigation results and conclusions documented under MFR #0002249697-2015-02261.

Event description:
It was reported that patient's total knee was revsed due to infection. The event was confirmed to be a duplicate of (B)(4). Investigation results and conclusions documented under MFR #0002249697-2015-02261.